Event description:
A scrub technician reported having low phacoemulsification power with a handpiece during a cataract intraocular lens (iol) implant procedure. The procedure was able to be completed with the same system and handpiece with no delays or cancellations and no harm to the patient.

Manufacturer narrative:
The customer called the company technical service representative. The customer stated they had an issue with one phacoemulsification (phaco) handpiece and asked to send the phaco handpiece in house for testing. The customer stated no problems were noted with the other phaco handpieces. The facility did not request service. The phaco handpiece was returned and a visual assessment of the returned sample did not reveal any nonconformity. The phaco handpiece was tested and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece or system. The root cause cannot be determined conclusively. (B)(4).